Event description:
Bd 20 ml syringe luer-lock tip syringe with small plastic piece inside. Pharmacy technician identified plastic remnant in bd 20ml luer-lock tip syringe (ref303310) prior to compounding dose. Lot: 5163348 exp: 6/30/2030. Sample mailed to vendor for investigation. Manufacturer response for 20ml syringe luer-lock tip syringe, 20ml syringe luer-lock tip syringe (per site reporter).